Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2007, a 23mm trifecta valve was implanted. On (B)(6) 2016, a tte revealed an abnormally functioning prosthetic valve with a velocity of 4.6m/s and a mean gradient of 53 mm/hg and mild aortic insufficiency. Structural valve deterioration secondary to calcification leading to regurgitation and stenosis was suspected and led to a tavi procedure (mdt) along with post-implant balloon valvuloplasty on (B)(6) 2016. On (B)(6)2016, the patient was discharged. (Clinical study patient (B)(4).